Manufacturer narrative:
Magnesium results for patient samples tested on (B) (6) 2010 and repeated on (B) (6) 2010 were provided. The results for 21 samples were discrepant. The initial results were reported then corrected with the repeat result. The user stated he had not heard of an effect to any patient due to the erroneous magnesium results. All results are in mg/dl. Sample 1: female, (B) (6): initial 4.3, repeat 1.7. Sample 2: male, (B) (6): initial 4.2 , repeat 1.7. Sample 3: male, (B) (6): initial 3.9, repeat 2.3. Sample 4: male, (B) (6): initial 3.9, repeat 2.3. Sample 5: male, (B) (6): initial 4.5, repeat 2.2. Sample 6: male, (B) (6): initial 3.0, repeat 1.9. Sample 7: male, (B) (6): initial 4.0, repeat 2.4. Sample 8: female, (B) (6): initial 3.5, repeat 1.4. Sample 9: female, (B) (6): initial 3.6, repeat 2.1. Sample 10: female, (B) (6): initial 3.5, repeat 1.9. Sample 11: female, (B) (6): initial 3.5, repeat 2.2. Sample 12: initial 3.5, repeat 2.2. Sample 13: initial 3.3, repeat 2.1. Sample 14: initial 3.5, repeat 2.3. Sample 15: initial 3.5, repeat 2.2. Sample 16: initial 4.1, repeat 2.4. Sample 17: initial 4.2, repeat 2.1. Sample 18: initial 4.3, repeat 1.9. Sample 19: initial 3.3, repeat 1.9. Sample 20: initial 4.6, repeat 1.9. Sample 21: initial 3.2 , repeat 1.7.

Event description:
The user experienced an ongoing issue with high magnesium results since (B) (6) 2010. Of the data provided, five patient results from (B) (6) 2010 were discrepant. The repeat results were generated from the cobas c501. Patient 1: initial result was 4.2 mg/dl, repeat result was 2.0 mg/dl patient 2: initial result was 3.8 mg/dl, repeat result was 2.2 mg/dl patient 3: initial result was 3.4 mg/dl, repeat result was 1.9 mg/dl patient 4: initial result was 3.3 mg/dl, repeat result was 1.9 mg/dl patient 6: initial result was 4.3 mg/dl, repeat result was 1.9 mg/dl the erroneous results were not reported and the patients were not adversely affected. The magnesium reagent lot number was not provided. The field service representative was unable to determine a cause and replaced a waste valve, rebuilt the vacuum pump, replaced the lamp and cells and performed a cell blank. To verify the analyzer operation, he ran a precision test three times.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.